Manufacturer narrative:
The patient was symptomatic about 5 days prior to presentation. A fresh clot was found in the stent. It was not an organized clot. Troponin was 0.2. On the date of death. At time of death the patient had diabetes, hypertension, acute kidney failure. The patient was on dapt at time of the event. The patient was reported to have severe nausea, vomiting and diarrhea 3 to 5 days before passing away. The cause of death is unknown. The physician assessed that the relationship between the death event and the resolute onyx is not determined. The physician assessed that the relationship between the thrombus event and the resolute onyx is not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was implanted in the patient ((B)(6) 2019). The lesion was in the prox lad. Tortuosity was mild and stenosis was 90%. The ostial lad had severe and eccentric plaque. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. Approx 3 weeks later the patient returned to hospital and had a cardiac arrest in the emergency room. The patient died on (B)(6) 2019.